Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failures was a shorted u600 component on the computer/analog board and shorted insulated-gate bipolar transistors (igbts) q6, q7, and q8 on the defibrillator pca. The root cause for the shorted u600 component and igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming functional testing.